Manufacturer narrative:
The actual date of event is unknown. Investigation summary: the reported issue regarding bleach wipes not being sufficient to wipe off the stains on the device was not confirmed during investigation. Laboratory testing was not able to be performed due to no devices being returned for investigation. The event date and time were not reported. No logs were received for investigation; therefore, a log review could not be performed. The bd alaris system¿ cleaning and disinfecting procedures state the approved cleaning solution for use are: - clorox healthcare® bleach germicidal wipes. - dispatch® hospital cleaner disinfectant towels with bleach. - metrex caviwipes¿ bleach disinfecting towelettes. Proper care and maintenance are essential for keeping the alaris system in good condition. To ensure efficient operation, use the recommended cleaning products and follow the correct cleaning and inspection procedures. Additionally, only use disinfectants approved by bd to clean and disinfect the bd alaris system. Use of unapproved chemicals or methods can result in damage to the bd alaris¿ system or incorrect device operation there was no patient involvement. The alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported bleach wipes not being sufficient to wipe off the stains on the device was not identified during the investigation, since no devices or logs were returned, and no testing could be performed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the bleach wipes, which is the recommended cleaner for alaris systems is allegedly not sufficient to wipe off the stains on the device. Per report, the customer previously use oxivir wipes with bleach wipes which enabled the customer to wipe off the stains. There was no patient involvement. The customer later added the following feedback: " bluntly do not think the material on the new hardware is up to standard with the previous version and that it almost appears more porous leading to these issues." There is an implied enhancement request to have the "hardware" less porous.